Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the reservoir compartment was broken and reservoir was no longer able to stay in. Customer reported that as a result, blood glucose was high at 400 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No unexpected low battery alarm was noted. The test reservoir does not lock properly inside the reservoir tube due to a broken reservoir tube lip and a missing reservoir tube o-ring. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring and a missing end cap sticker.